Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad symbols were worn but the keypad rubber was intact. Evaluation revealed that the up arrow and ok keypad buttons were intermittently unresponsive and the down arrow and contrast keypad buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a scratched, discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow and ok keypad buttons had delayed responses when pressed. The reporter denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.